Event description:
It was reported that the user experienced intermittent difficulty unlocking the ilet device, which persisted after a firmware update intended to address the issue, and the cgm had not yet connected. Symptoms included no reported adverse clinical effects. Outcomes included no reported alerts, alarms, or medical interventions. Investigation included guided troubleshooting and user education, including completing a firmware update and performing a device restart. Investigation of this case revealed that a device restart resolved the unlocking behavior and the device subsequently unlocked smoothly, while cgm pairing remained pending; no screen failure or hardware damage was identified. It was concluded, based on previously established findings for similar reports, that the cause was a software-related behavior addressed by update and restart, with no device malfunction confirmed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.